Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with ventricular tachycardia. The patient was provided external defibrillation to convert the rhythm. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations with high voltage therapy deactivated. A device download was not performed due to an unexplained power of reset. No intervention was performed. No further information was available.

Event description:
New information received on 4/25/2018 indicated that the patient presented on (B)(6) 2018 for replacement procedure. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable throuhgout the procedure.